Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported for failure to adhere or bond from this lot. All the available information was investigated. The reported slda resulting in tissue damage was due to patients challenging anatomy (thin leaflets, annular dilation). The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), leaflet tear and required intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully with no issue. A second clip was advanced with difficulties imaging the leaflet insertion however the clip was able to be deployed. Immediately post deployment, the clip detached from the posterior mitral leaflet (pml), remaining attached to the anterior leaflet (slda). The pml was noted to be ruptured. A third clip was deployed to stabilize the slda clip, reducing the mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.